Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer's biomedical engineer reported that the iabp unit was evaluated, and that they had called getinge technical support, which they were suggested to run the iabp for the day to see if any other errors or the same error came up. The biomedical engineer also followed the operating instruction manual regarding the maintenance code #7 that states to clean the power supply, and reported that the iabp unit has now been running as intended without any errors and function has been verified. The power supply was free of dust and debris and the iabp unit was then cleared for clinical use.

Event description:
It was reported that while supporting a patient, the cs300 intra-aortic balloon pump (iabp) displayed maintenance code #7. The iabp console was swapped out without issue, and original iabp console was sent to the bio-medical engineer. No patient harm, serious injury or adverse event was reported.